Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the black retainer ring of the insulin pump was broken as the pump got bumped yesterday. The customer reported no adverse event. The event involved product(s) mmt-243a, mmt-7040ma, mmt-332a, mmt-1884l. Troubleshooting was performed it was reported pump showed physical damage and chipped at reservoir compartment opening, also missing the black retainer ring and the physical damage to pump's retainer ring. No harm requiring medical intervention was reported. No product return is required for mmt-243a. No product return is required for mmt-7040ma. No product return is required for mmt-332a. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 31-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of 31-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.9 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with partially broken retainer ring, missing reservoir tube o-ring, broken reservoir tube lip, pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Cosmetic damage was confirmed at the retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.